Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited under sensing due to premature ventricular contractions (pvc). The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The initial report shouldn't have been created since the beginning as the functional undersensing is due to a patients condition with history of it. This supplemental record is a correction to the initial report specifying that with the information provided there is no malfunction to report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited functional under sensing, evidence suggest that this is caused due to a patients condition. The device remains in service. No adverse patient effects were reported.